Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one photograph of the reload used in this complaint event. Photographic inspection noted that the reload was attached to the adapter. The reload was fully articulated to one side. No visual abnormalities were noted. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a demonstration for a group of colorectal surgeons, the shell, adaptor, and load was loaded and ac knowledged as recognized and green lights accompanied by flashing green when the firing button was pressed. It fired roughly 80% over one layer of red foam <(>&<)> then stopped with and error indicator on oled. There was a problem unloading the device. Then the handle had to reboot to get the knife to return to original position at which time a bow or bend at the cartridge (still articulated) <(>&<)> adapter junction appeared, almost as if the cartridge was attempting to pull away from the adapter. I was unable to straighten the cartridge or detach from the adapter. When the foam was inspected there appeared to be staples missing on the right side of the staple line as well and there was poor staple formation. There is no patient involved in this event.